Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This event was previously reported through 3002809144-2021-00238-01; however on 29 apr 2021 it was identified that an additional reagent lot was involved in this event.

Event description:
The customer generated falsely (B)(6) architect (B)(6) results for 2 patients. The following information was provided: sid (B)(6) initial result (B)(6). The customer reported this patient as (B)(6). Sid (B)(6) initial result (B)(6) (grayzone), repeat (B)(6) the customer reported this patient as (B)(6). No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hcv reagent kit, list number 01l79-35 lot 25575be00, manufactured in wiesbaden, germany in section d of this report to architect anti-hcv reagent kit, list number 01l79-35 lot 21461be00, manufactured in wiesbaden, germany. MDR number 3002809144-2021-00238 has been submitted and all further information will be documented under that MDR number.this follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.